Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump date was incorrect, cause was unknown. Tandem technical support assisted customer in correcting the pump date and customer resumed insulin therapy. Customer's blood glucose was 360 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.